Event description:
Customer reported an erroneous high platelet test result was obtained for one patient sample on (B)(6) 2014 when using the coulter lh 500 hematology analyzer in their laboratory. The customer also reported intermittent issues with platelet results in the recent past, however, did not provide data or specific information. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The patient's date of birth and weight were not provided by the customer. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the blood sampling valve (bsv) actuator was not opening completely. The bsv actuator was replaced and resolved the reported event.